Event description:
Healthcare professional reported that seri surgical scaffold "I had not incorporated at all". Details of the event are unavailable at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.